Event description:
Board is not distributing power to the fan, the fan does not work.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the board is not distributing power to the fan and the fan does not work. There was no clear information about potential patient's involvement. Further information was not received despite the reminders. A clear root cause could not be established in agreement with the FDA. UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The board is not distributing power to the fan. The fan does not work.